Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A director of nursing reported to a company representative that an ophthalmic surgeon experienced leaking trocars during a vitrectomy procedure. There was no patient harm. The leaking trocars were not retained. No additional information is expected. This is the forth of five reports.

Manufacturer narrative:
Additional information: no sample was returned for evaluation; therefore, the condition of the product could not be verified. For this complaint file, the final customer lot was identified. According to the device history no anomalies were found. The product was released based on manufacturer¿s acceptance criteria. No additional investigation was required based on device history review. A complaint history examination indicated this was the fifteenth complaint received against the components of the reported final lot. The root cause for the defect experienced by the customer cannot be determined, however, due to an observed increased trend for this defect mode, a manufacturing root cause investigation has been initiated to investigate the increased trend and identify corrective and preventive actions. (B)(4).